Event description:
Air alarms occurred at the start of a routine hemodialysis treatment. The operator was not able to remove the air and resolve the alarms. Treatment was discontinued without performing rinseback, resulting in an estimated blood loss of 190 cc. No medical intervention was required.

Manufacturer narrative:
The reported blood loss is attributed to the operator not performing rinseback. The cycler alarmed appropriately to the presence of air. The user's guide contains probable causes for alarms and adequate instructions for alarm recovery. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff has been notified and will provide additional training as needed. Nxstage medical considers this report closed. No additional information will be provided.